Manufacturer narrative:
The handpiece has been checked visually and functionally against the valid specification. It was not possible to identify any deviation. During the call with the dental office following information was supplied: "the doctor and staff took a look at the handpiece to better understand what happened. They noticed that if the push button was slightly pressed or resting on the skin, the button gets very hot. The doctor suspects that the button burned the patient". This indicates that the user was neither aware of the correct use of the handpiece nor the IFU as it contains already several notes, warnings and requests how to prepare the handpiece for each treatment and how to use it: warning: hazards for the care provider and the patient. In the case of damage, irregular running noise, excessive vibration, untypical warming or when the cutter or grinder cannot be held. Do not use further and notify service. Caution: burning hazard from hot instrument head or hot instruments cover. If the instrument overheats, burns may arise in the oral area. Never contact soft tissue with the instrument head or instrument cover the following guidelines must be observed to ensure save use of the electrically driven contra-angle handpieces: the service instructions for contra-angle handpieces must be precisely following when using kavo spray or (B)(6) systems. Before each use, the contra-angle handpiece must be checked for external damage. Before each use, perform a test run with the contra-angle handpiece, and watch for atypical heating and unusual noise and vibration. Immediately stop using contra-angle handpieces that act unusual. Never press the push button during operation. This also includes lifting the cheek or tongue! To ensure proper function, the medical device must be set up according to the reprocessing methods described in the kavo instructions for use, and the care products and care systems described therein must be used. Kavo recommends specifying a service interval at the dental office for a licensed shop to clean, service and check the functioning of the medical device. This service interval depends on the frequency of use and should be adjusted accordingly.

Event description:
The patient involved was a child under general anesthesia to have a routine dental procedure done. While the dentist was conducting the procedure, she noticed a dime sized burn on the patients inside lower lip. The doctor did not notice that the handpiece was hot prior to noticing the burn. The doctor stopped using the handpiece and completed the procedure using a different handpiece. The doctor applied otc triple antibiotic ointment and reviewed at home care with the parents. There was no further treatment outside of regular scheduled follow up appointments. The burn showed to be healing well.